Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
UDI and catalog information are unknown. Premarket (510k) number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that per medwatch mw5112661 intravenous (IV) premix patient per patient, 1 mix from emergency kit used. Patient service representative set up delivery of replacement emergency kit. Patient reports he changed batteries, extension line, switched to different pump, internal bladder was slightly out of cassette, bubbles in the line. Patient used emergency kit and drew up medication himself after experiencing these issues with the cassette. Unknown if patient got an alarm error message. Patient confirms no issues with using emergency kit. Therapy was not interrupted due to cassette issues. No additional info, details or dates are available at this time. Return tracking info is not available. Photographs were not provided. This is a continuous infusion. Set flow and volume are unknown. Additional information received by smiths medical ICU on 25-oct-2022 via email and attached to complaint object updated patient details.